Event description:
The following information was reported: manual compression was applied for 25 minutes until hemostasis was achieved. No further information is available. Procedure type: diagnostic.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The distal end of the shuttle cartridge was torn and not returned with the device. The damage on the shuttle cartridge might have been due to user manipulation as the introducer sheath was removed from the catheter. The sealant was separated from the device. The advancer tube for the returned device was found inside the shuttle cartridge, which indicated an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The balloon was inflated with water and pressure was maintained and the inflation indicator performed per specification. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No evidence of anomalies was found. Based on the provided information and the investigation performed, the root cause for the reported failure could not be conclusively determined. The review of the lhr (lot f1422603) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).